Manufacturer narrative:
No root cause could be identifed with the information provided by the customer. The patient was not adversely affected. The patient's current condition is good.

Event description:
The customer received an erroneous urine total protein result for one patient sample. The original urine total protein result was 1.29 g/l and was reported outside the laboratory. The doctor questioned the result because he believed the result was impossible when compared with the patient's urine protein electrophoresis result. The original sample was repeated (B)(6) 2010, using the same cobas integra 800 clinical chemistry analyzer, and gave results of 0.06 g/l and 0.07 g/l. A corrected report was issued, the patient was not adversely affected and was good condition. The total protein urine reagent lot number was not provided.

Manufacturer narrative:
This event occurred in (B)(6).